Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
Related to (B)(4). The hospital reported that while performing branch transection the vasoview hemopro 2 heater wire inside jaws came loose. Resistance was noted while inserting the harvesting tool into the cannula. The heater wire is still attached to hemopro and was not left behind in the patient. The case finished with a different device. No patient was harmed.

Event description:
Related to (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 06/01/2022. An investigation was conducted on 06/09/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the tip of the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw to the tip of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent wire" was confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.